Event description:
Customer's mother reports lancet did not retract into softclix device after firing. No adverse event reported. A request was made for the return of the product, replacement was sent.